Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 77 year old male with acute myocardial infarction complicated by cardiogenic shock (ami cs) required mechanical circulatory support. The patient was also covid 19 positive, which delayed definitive surgical revascularization by coronary artery bypass graft (CABG). The patient was initially supported with an impella cp device. Following device placement, laboratory evidence of hemolysis was noted. Echocardiographic assessment prompted repositioning of the device, after which hemolysis resolved. However, recurrent hemolysis was observed, necessitating multiple subsequent repositioning maneuvers. Episodes of hemolysis were intermittently associated with patient coughing and movement, requiring frequent adjustment of device positioning to maintain clear urine output. Given the recurrent nature of hemolysis and the care team¿s goal to allow the patient to ambulate while awaiting delayed bypass surgery, the decision was made to remove the impella cp. Due to the patient¿s covid 19 status and the anticipated prolonged wait for surgical revascularization, the care team elected to escalate support to an impella 5.5 via right axillary placement, enabling ambulation. Post escalation, urine remained clear, and no further hemolysis was reported. The patient was successfully supported on impella 5.5 while awaiting bypass surgery. After the impella 5.5 was placed, patient went into recurrent atrial fibrillation with an unsuccessful attempt of electric cardioversion. 17 days later, with no additional complications mentioned, the patient could be successfully weaned from impella 5.5 support. The reported event involved hemolysis during impella cp support, which improved with device repositioning but recurred intermittently, particularly with patient activity and coughing. Hemolysis is a known adverse event associated with impella support, particularly in the setting of device malposition or dynamic changes in ventricular loading conditions, as described in the device¿s risk profile. No impella device malfunction or mechanical failure was identified. The clinical team managed the event through repositioning and escalation of support consistent with standard clinical practice. Contributing factors include patient movement, coughing related to covid 19 infection, prolonged support while awaiting revascularization, and dynamic ventricular conditions. The escalation to impella 5.5 was a clinical management decision to allow ambulation and ongoing support rather than a response to device malfunction of impella cp.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. D1: corrected brand name. D4: corrected the catalog number and serial number.

Manufacturer narrative:
Hemolysis/mechanical interaction with blood: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.